Event description:
Pt reported eclipse e401000 infusing faster than per MFR stated infusion time. Expected infusion time over 90 minutes, actual infusion time about 45 minutes per pt. Pt rec'd vancomycin via eclipse and experienced redman's type effect-itching, headache, flushing. Type of eclipse changed and pt reported correct infusion time and no adverse effects. Pharmacy retrieved remaining eclipse doses, tested infusion time and measured volume. Three eclipses emptied in 47 minutes, all volumes were measured and verified they were filled to correct volume of 150ml.